Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. Review of the downloaded device log showed that error messages sf218 and sf180 (battery charger fault) were triggered in the device. The evaluation showed that the device and battery passed service testing requirements. The device was cleaned, serviced, calibrated and tested then returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that a system fault (sf218) occurred on an astral device which resulted in an alarm notifying the user of the error message. There was no patient injury reported as a result of this incident.